Manufacturer narrative:
Corrected data: patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a left femoral resurfacing procedure on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2008 due to a loose acetabular component and multiple dislocations. A review of invoice history confirmed both surgery dates and that the acetabular cup was removed and replaced during the revision surgery.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: 4. Loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. 8. Dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions.

Event description:
It was reported that patient enrolled in a clinical study underwent left femoral resurfacing procedure on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2008 due to a loose acetabular component and multiple dislocations. A review of invoice history confirmed both surgery dates and that the acetabular cup was removed and replaced during the revision surgery.